Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that after the completion of treatment a valve of an ideal sheath got detached when it was being withdrawn out of the patient's body. No patient injury and no additional procedure required.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed and evidence of clinical use was noted. The root cause could not be determined however, it is likely that significant force was applied to the device during removal attempts. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.